Event description:
The reporter stated that the coral crosslink broke as the surgeon was attempting to place it during a spinal surgery procedure. The crosslink sheared at the middle section. The crosslink was replaced with a new one. There were no pt adverse outcomes reported. The complaint sample was not recovered from the hospital at this time. Integra has requested add'l clinical info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.